Event description:
During a blood infusion, the nurse notes a leakage on the tubing. We did not receive a sample for investigation. We performed a free flow - and tightness test on one retain sample of the complained batch without finding any non-conformity. The investigation of our production documents did not show any deviation related to the complaint reason. Based on the investigation results, a root cause could not be determined.